Manufacturer narrative:
Philips service recommended flexvision pc and hdd replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was stuck at 00 during boot-up due to a flexvision pc issue on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.